Event description:
It was reported that after insertion of the iab, the pump experienced helium leak alarms. The pt was transferred to another pump, but the alarms continued. The iab was removed and replaced without any complications.